Manufacturer narrative:
Liescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 11/17/2004, the patient contacted lifescan and reported that one touch ultra meter's test strip port was damaged, and she was taken to the hospital due to this issue. Medical affairs specialist called and left a message for the patient on 11/9/2004, but there was no response back. A letter will sent. The patient had reported that this was not new product. There was also misuse ofthe meter. It is unknown as to how long the patient had this issue with the meter since she was not able to test her blood glucose on it. She was sweaty at the time of concern and was taken to the hospital and given glucose for treatment. There is no further information regarding the hospital visit and the treatment. Based on the information provided, there is indication that the product malfunctioned. However, there is insufficient information to suggest that the patient experienced injury due to the meter malfunction. This case is reported as a meter malfunction. A replacement meter was sent to the patient.